Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the clinician noted the ventilator was not working and the patient started to desaturate. The clinician reportedly switched to manual mode of ventilation and swapped out the equipment. There was no reported patient injury.